Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked belt clip slot, broken reservoir tube lip and missing o- ring.

Event description:
It was reported via phone call, the insulin pump has cracks to the casing and the reservoir does not stay inside the insulin pump. Customer's blood glucose level was unknown troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.